Manufacturer narrative:
Pump received with cracked and bleeding lcd glass, cracked case at display window corner, minor scratched display window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was damaged. Customer reported dropping the insulin pump and the screen was cracked a result. Customer's blood glucose was unknown. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.